Event description:
It was reported that (2) devices were used during a "sub" cholecystectomy. It was reported by the affiliate that the er320 did not fire the clips. Then the surgeon tried al326 during the procedure and the clips did not hold onto the artery.